Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The patient received treatment delivered from radiation fields that were intended for another patient. No impairment or damage is expected from this event however a change was made to the patient's prescription, in order to compensate for the event. The patient was treated in qa mode. Elekta were unable to reproduce the problem, but if this issue were to reoccur it could lead to serious injury.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that when opening a patient data set, the wrong patient chart is opening. Based upon the available information actual mistreatment to patient would not have sustained serious injury.